Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the surgeon encountered an issue where tissue became snagged on the wrist area of a prograsp forceps instrument. There was reportedly minor bleeding that did not require intervention. There was also no unexpected removal of tissue. The following information was not provided regarding the reported event: procedure type/name, event date, instrument lot #, and tissue type that was snagged.

Manufacturer narrative:
Based on the information provided, the cause of the reported event cannot be determined. No product has been returned. A system log review was not performed since there is insufficient or unconfirmed product information.